Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and a cracked case at a display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating she has a crack in her insulin pump in the battery compartment. She states there is a piece missing and she's not sure how the crack occured. Customer's blood glucose was 506 mg/dl, but no treatment was mentioned. Insulin pump replaced.